Manufacturer narrative:
The reported event was unconfirmed. Received 1 all silicone foley catheter with sample port connector and drainage bag. Verified material number 2758j14 and manufacturing lot number ngjs4620.the balloon was inflated with 10ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) inhouse syringe with no leakage present or any holes that can cause tears. Inflated balloon-maintained concentricity of 70:30 which meets specifications per ip7603444 rev 0 which states "balloon testing for symmetry must not exceed a ratio of 70:30 when measured from the side of the shaft". The balloon passively deflated in under 2min.this is within specification per inspection procedure (B)(4), revision 0. Which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. Risk, labelling, and DHR reviews are not required as the reported event is unconfirmed. Based on the results of the investigation no additional actions are required at this time. Correction: d,e,h. This report references a us equivalent device. The us UDI equivalent for this product number is used. Initial reporter name: (B)(6). H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that urine leaked from near the funnel's urobag connection point.

Event description:
It was reported that urine leaked from near the funnel's urobag connection point.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.